Manufacturer narrative:
Product ID 977a275, lot# 0207866649, explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a sudden loss of therapeutic effect on 2014 (B)(6). There were no falls or trauma reported related to the event. Impedance measurements found that electrodes 0-3 had impedances greater than 10,000 ohms. Electrodes 4-7 were normal. It was noted that the patient used the therapy for 18-24 hours per day. The lead was replaced on 2014 (B)(6). The new lead worked properly and the patient was getting therapeutic effect.

Manufacturer narrative:
Analysis of the lead model 977a275 ln: 0207866649 found a setscrew impression on the #1 connector sleeve, which indicated the lead was not completely inserted into the implantable neurostimulator (ins) connector port.